Event description:
It was reported the patient had an elevate pc anterior graft implanted on (B)(6) 2013. The patient experienced stress urinary incontinence on an unknown date that was continuing as of (B)(6) 2014. No further patient complications were reported in relation to this event.

Event description:
Additional information received indicated the patient experienced de novo stress urinary incontinence beginning on (B)(6) 2013.